Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Unaided eye visual inspection was done under normal room conditions which revealed the top port tubings were detached from the inside of the bag and protruding outside the back of the bag of all three (3) ports. Functional testing was performed on the port tubings which resulted in leaks. The reported condition was verified. The cause of the condition was due to the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.